Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports that pt/inr cartridges that yield an unexpected result on a patient. There was no patient information available. Date time method pt/ inr sample(B)(6) 2013 2:15 I-stat 3.8 a(B)(6) 2013 2:48 stago 2.80 unkbased on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4).